Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received no delivery alarms on her insulin pump. The customer stated she changed the infusion set and used the same reservoir and received a no delivery alarm again. Her blood glucose was 288 mg/dl. Troubleshooting was performed. Insulin did not exit during a fixed prime. The customer was advised to disconnect and reconnect the reservoir and infusion set and push insulin through the tubing with a plunger. Insulin exited. Insulin exited with a manual prime and the customer was advised the no delivery alarm was caused by an infusion set or reservoir occlusion. Nothing further was reported.